Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set connector disconnection from site event on (B)(6) 2024. The set was in use for 1 day. Blood glucose levels were 13 mmol/l at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.